Event description:
It was reported that when an asymptomatic presented in the operating room for a device change out due to normal eri, externalized conductors were observed. A variation in pacing lead impedance, in r-wave sensing and in capture threshold were noted. The lead was capped and replaced. There were no complications to the patient.

Manufacturer narrative:
(B)(4).